Event description:
Allegedly, patient suffering mom complication; pain and other discomforts; consequences associated with exposure to metal ions; walked with a limp - right

Manufacturer narrative:
This is the same event as 3010536692-2015-00908, -00909. (B)(4).